Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both the right atrial and right ventricular leads were exhibiting noise. The leads were explanted and replaced. There were no complications; patient was in stable condition post procedure.